Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 32 previously reported events are included in this follow-up record. Product return status: 22 devices were received. 10 device investigation types have not yet been determined.

Event description:
This report summarizes 32 malfunction events in which the device reportedly had a decrease in pressure. Events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact. 3 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 32 previously reported events are included in this follow-up record. Product return status 28 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 32 malfunction events in which the device reportedly had a decrease in pressure. - 18 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 11 events had patient involvement; no patient impact. - 3 events had insufficient information regarding health impact received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 32 previously reported events are included in this follow-up record. Product return status: 28 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 32 malfunction events in which the device reportedly had a decrease in pressure. 18 events had no patient involvement: no patient impact. 11 events had patient involvement: no patient impact. 3 events had insufficient information received.

Event description:
This report summarizes 32 malfunction events in which the device reportedly had a decrease in pressure. - 15 events had no patient involvement; no patient impact. - 14 events had patient involvement; no patient impact. - 3 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 32 events were reported for this quarter. Product return status 19 devices were received. 13 device investigation types have not yet been determined. Additional information 32 devices were not labeled for single-use. 32 devices were not reprocessed or reused.

Event description:
This report summarizes 32 malfunction events in which the device reportedly had a decrease in pressure. 18 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 3 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 32 previously reported events are included in this follow-up record. Product return status: 28 devices were received. 4 devices were not available for evaluation.